Event description:
The recipient is reportedly experiencing an open wound at the implant site and an extruded internal magnet. Revision surgery to close the wound and replace the magnet is scheduled.

Manufacturer narrative:
The recipient's device reportedly extruded and is no longer functional. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced skin necrosis over the implant. The recipient was recommended a period of non-use from (B)(6) 2016 onward. The recipient underwent surgery involving temporal muscle and skin flap over the implant and insertion of a new internal magnet. The recipient was treated with local disinfection. The recipient was hospitalized (B)(6) 2016. The recipient's issue has resolved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient had reportedly increased external magnet configuration prior to internal magnet extrusion. The recipient is now successfully using the original magnet configuration. This is the final report.

Manufacturer narrative:
(B)(4). The recipient's wound is closed and the recipient is healing well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was implanted on the contralateral side with another advanced bionics cochlear device. The recipient is reportedly scheduled for surgery to close the wound due to skin necrosis at the implant site.